Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40s mg/dl. Low bg cause was not known. Customer "took a lot of sugar tablets and turned the pump off" to address bg. Customer resumed insulin therapy via the pump. Customer declined troubleshooting with tandem technical support and declined to provide further information.